Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -9.5/+1.0/167 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
H6 health effect - impact code: corrected to 4627. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -9.5/+1.0/167 into the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vault. On (B)(6) 2022 a shorter length lens with a different axis was implanted and the problem was resolved. Cause of event reported as unknown.